Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 25 mcg/ml of prialt at 7.93 mcg/day via an implantable pump for non-malignant pain and other chronic intractable pain (trunk/limbs). It was reported a motor stall occurred on (B)(6) 2019 and was seen upon initial interrogation of the device. The patient had recently had a magnetic resonance imaging procedure (MRI). The motor stall had not recovered and it had been two or more hours since the patient exited the MRI field. It was then reported that a motor stall recovery occurred as a result of device interrogation on the day of the report, (B)(6) 2019. Troubleshooting resolved the reported event. No symptoms were reported. No further complications were reported or anticipated.